Event description:
Reno ds system was installed at a site without proper anchoring to the flor. Although a pt was not involved and no injuries occurred, this event could have resulted in the gantry tupping and failing to the flr, possibly causing an injury.